Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has two detached wires. The wand cable and connector are free from any physical damage. Product was out of the original packaging. No packaging returned. The device was plugged into the controller with no resistance and registered settings (7,3). The wand was able to generate plasma and coagulation with the remaining electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the additional investigation report, the customer provided image shows a used wand with two wires partially detached on the electrode. The impact to the patient beyond the less than 30-minute surgical delay cannot be determined. It was reported the procedure was completed with a back device and no other complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint would be re-assessed. A review of the customer provided image shows a used wand with two wires detached from electrode. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. G5: 510k number.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during a surgery, the procise xp electrode of the plasma cutter head wire was broken. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or complications were reported.